Manufacturer narrative:
Report does not definitely identify the mity vac used, either the two-piece (pump and extractor cup) or the one-piece (mysticii). In either case, the operational guidelines indicates a subgaleal hemorrhage is a possible fetal adverse event. The operational guidelines also instructs to examine the fetal head for trauma following a pop-off. (B)(4).